Manufacturer narrative:
Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records could not be performed as no lot number was provided. The root cause of the incident remains unknown. The instructions for use (IFU) cautions the user that "inadvertent or intentional perforation of the alexis contained extraction system with power morcellators or other instruments may compromise the ability of the device to contain the specimen" and "care should be taken to avoid causing damage to the specimen containment bag during use." Visual inspection is performed 100% on all alexis contained extraction systems during the manufacturing and assembly process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total laparoscopic hysterectomy - "at the end of the procedure when the surgeon was pulling on the alexis ces bag from incision site, it was noticed that the bag was leaking."